Manufacturer narrative:
Insulin pump was received with pump error 35 and critical pump error (open book image) during testing. Unable to determine the root cause, problem isolated to motor force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received a broken force sensor was detected during seating or regular delivery error alarm. The customer¿s blood glucose level was unknown. The customer was not able to rewind the insulin pump. The customer was advised to discontinue the use of insulin pump. The insulin pump will not be returned for analysis.